Event description:
Writer contacted one of the patient's peritoneal dialysis nurses on (B)(6) 2010. The nurse indicated the patient has been transplanted and is doing fine.

Event description:
It was reported that during a lap nephrectomy procedure, after the surgeon had finished using the device, it was removed from the trocar and was cleaned. During cleaning the white tissue pad came off. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad detached from the clamp arm, but returned with the device each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.